Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, missing on posterior (0-25%), white biological tissue, broken on posterior and weight to the spec. A visual and micro analysis was performed which identified: sharp broken, and missing orientation dot (75-100%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. Missing shell and orientation dot due to inconclusive.

Event description:
Physician reported ruptured device. The device was explanted and replaced. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device. The device was explanted and replaced. This record is for the left side.